Event description:
It was further reported that the device was removed several years later for normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to the supraventricular tachycardia limit programming. Further programming adjustments were made and the device remains in use. No further patient complications have been reported as a result of this event.